Manufacturer narrative:
The mcs tip has been received for failure analysis evaluation; however, the investigation had not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single port (sp) monopolar curved scissors (mcs) tip kept falling from the mcs instrument. The mcs tip fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was noted. The surgeon believed the instrument was damaged during the surgery; it was used for 5 minutes. The surgeon noticed that the tip had dropped. Instrument did not collide with any other instruments or the hardware material during the surgical procedure. The fragment didn't fall inside of the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure prior to the breakage. Upon final removal of the instrument the wrist was straightened. No damage was noted to the instrument, or the cannula upon final removal. However, the surgical staff noticed that the connector of the instrument was damaged. The assistant retrieved all fragments and confirmed that nothing was left behind. No additional surgical procedure was required to remove the fragment. There were no post operative tests like an x-ray, or ultrasound performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument and the fragment were available for return. There were no images, or video recordings of the procedure available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a dislodged retaining tip cover from the mcs blades. The retaining tip cover was observed to be completely detached from the blades. No material appeared to be missing. Due to the dislodged retaining cover, a detached fragment was observed that was returned with the mcs tip accessory. The retaining cover measured approximately 7.30mm x 13.90mm in size. The retaining cover was found to be torn at the distal end. The tear measured approximately 1.36mm in length.

Event description:
Refer to h11 for follow-up information.